Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and thin leaflets. A mitraclip ntw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one griper was not functioning as intended. Troubleshooting was performed, but the issue was not resolved. Therefore, the clip was removed and replaced. Another mitraclip ntw was then deployed, reducing the mr to a grade of 3. Outside the patient, both grippers functioned normally. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.